Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a red irritation under the electrodes. There was no open skin or bleeding reported. There was no alleged device malfunction contributing to the irritation. The patient's niece stated the patient was diabetic and has suffered from wounds in the past. The patient was prescribed mucirocin 2% medicated cream prescribed by the doctor. Follow up indicated the irritation improved.